Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical assessment was able to confirm a type 3b endoleak of the main body. In addition there was enough evidence to support aneurysm sac growth and a type 2 endoleak. The clinical evaluation identified a patent ima as well as the type 3b endoleak as potential contributing factors to the reported event. The review of the manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. A follow up showed the patient had a potential type 3b or a potential type 1b endoleak. The physician elected to reline the initial devices and implanted an additional bifurcated stent to seal the leak. The patient was reported to be in stable condition post procedure.